Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient asked for information about the pump and if there were different concentrations. It was stated that the patient had an incidence of "underdose or overdose" and he could not get a report from the healthcare provider (hcp), neurologist, or the people that refilled the pump. They did a "pump study" and the patient left the hospital with everything working fine. It was stated that the patient was then called to change out the medication as he got "contaminated medication". The patient stated the pump was refilled on (B)(6) 2016 and on (B)(6) 2016, he started to experience "symptoms of underdose", including vomiting, increased spasticity, could not move, and blurred vision. It was noted that the patient was still having blurred vision and other side effects. It was later stated by the hcp on (B)(6) 2016 that the patient did not get contaminated medication, the home health nurse put the incorrect dose in the pump. As the dose was higher, the patient experienced overdose symptoms. Those symptoms were quickly reversed when the correct dose was put into the patient's pump. It was stated the patient was doing well and had no further issues.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 110.64 mcg/day) in simple continuous mode via an implanted pump. The baclofen lot number and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use were listed as cerebral palsy and intractable spasticity. The patient's medical history included spasticity secondary to cerebral palsy. A refill was performed on (B)(6) 2016 and the patient had good control of spasticity and there was no volume discrepancy noted. The patient's pump was refilled with lioresal 500 mcg/ml (dose 110.64 mcg/day) (same as previous daily drug prior to refill). The patient was instructed on elective replacement indicator (eri) of (B)(6) months and the patient would call the doctor to set up surgery for new pump. No problems/concerns were voiced. On (B)(6) 2016, the patient experienced increased spasticity and the patient was in distress since last pump refill on (B)(6) 2016. The patient was reporting increased spasticity causing him to have difficulty with walking. He also reported some nausea and vomiting which had resolved as of (B)(6) 2016. It was unknown what factors could have led to the issue. The pump telemetry was checked on (B)(6) 2016 by intrathecal care services nurse to confirm all programming was correct. No interventions were taken at this time. A catheter dye study had been ordered and was scheduled for (B)(6) 2016. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". Surgical intervention did not occur and was not planned. On (B)(6) 2016, additional information was received from a consumer indicated they wanted to know the life of the pump as he felt it "should have been swapped out by now". The patient experienced vomiting and was dizzy and was brought to the emergency room (ER). To the reporter's knowledge the pump was not alarming. The patient was currently at the hospital on (B)(6) 2016 for a pump study with problems the reporter thought was related to the pump. He was not sure if they were doing a pump study or x-ray or "something with radiation". The situation was being addressed by the hcp and the patient was at the hospital for checking the pump and the reporter did not say the patient was hospitalized. Further information was not provided. The results of the dye study, other troubleshooting performed with results, the cause of the event, actions/interventions taken to resolve the event and outcome were not reported. Additional information was received from a healthcare provider (hcp) indicated other medications the patient was taking at the time of the event included claritin 10 mg qd, mesalamine ER 0.375 gm, alprazolam 0.5 mg, and pristiq 100 mg. Allergies included penicillin, gentamicin, codeine, and demerol. Pertinent medical history included cerebral palsy which was also the diagnosis for use for the infusion system. The pump was determined to be working properly and no occlusion was noted. The patient was seen in the emergency room (ER) with weakness, spasms, and nausea/vomiting. Bloodwork was within normal limits. Pump interrogation was also completed. The patient was seen in the ER and given fluids, phenergan ((B)(6) 2016), and oral baclofen at 20 mg every six hours was prescribed (treatment medications). The pump was emptied on (B)(6) 2016 and refilled with new medications. The emptied medications were sent to the pharmacy for evaluation of concentration, etc. And were awaiting the results. The cause of the event was unknown, but possible virus. Additional information was received from a company representative (rep) indicating a catheter dye study was performed on (B)(6) 2016. There were no abnormal findings noted during the catheter dye study. The managing doctor then ordered the pump be refilled with new lioresal, 500 mcg/ml, 40 ml. The doctor requested to have the existing lioresal used at the refill on (B)(6) 2016 be taken out of the pump and analyzed. After the pump was refilled on (B)(6) 2016 the patient's reported symptoms improved and as of today resolved. The drug analysis showed the concentration of the lioresal tested was 2000 mcg/ml, not at 500 mcg/ml. After further investigation by the home infusion company it was found that the refilling nurse used the incorrect lioresal refill kit placing 2000 mcg/ml concentration of lioresal into the pump on (B)(6) 2016 instead of 500 mcg/ml. The pump logs were provided and the pump was examined on (B)(6) 2016 and showed the patient was receiving intrathecal lioresal 500 mcg/ml (dose 110.84 mcg/day) in simple continuous mode. The pump status after update on (B)(6) 2016 showed no change in the daily dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.